Manufacturer narrative:
Most likely underlying root cause of malfunction: user had an inaccurate reference. Self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 65 - 99 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 09/15/2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/23/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (time/date not set): (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 65 - 99 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/23/2017 and open vial date is 09/08/2016. The meter memory was reviewed for previous test result history (time/date not set): the 95mg/dl (B)(6) 2016 12:00 pm fasting:yes, the 136mg/dl (B)(6) 2016 12:00 pm fasting:yes, the 103mg/dl (B)(6) 2016 12:00 pm fasting:yes, the 114mg/dl (B)(6) 2016 12:00 pm fasting:yes, the 77mg/dl (B)(6) 2016 12:00 pm fasting:yes.